Event description:
During a (pci) percutaneous coronary intervention, the cypher (3.5x28mm) was delivered to the target lesion by direct stenting. While the balloon was being inflated at the target lesion, the pressure stopped increasing and the balloon wouldn't inflate. Physician found the balloon inside of the inflation device at 8 atmospheres. Therefore, the balloon was confirmed ruptured. The (sds) stent delivery system was removed from the pt. Post-dilation was conducted with another balloon and the stent was sufficiently deployed. (Ivus) intravascular ultrasound was conducted and the procedure was successfully completed. The physician checked the balloon outside of the body and confirmed a pinhole rupture at the proximal side of the balloon.the product was clinically used, and will be returned for analysis. The target lesion was mid (lad) left anterior descending artery. The vessel was a de novo, but was not calcified or tortuous. There was 90% stenosis. Additional info indicated that the product was not exposed to any sharp objects. The guiding catheter was a 6french radiguide. During insertion, there was no resistance/friction with the guiding catheter. Once the (sds) stent delivery system was removed from the pt, the physician confirmed balloon rupture at the proximal side of the balloon, but there was no anomalies mentioned. A medtronic indeflator was utilized to conduct the inflation. No further info was available.

Manufacturer narrative:
Additional info will be submitted within 30 days.